Event description:
The customer reported that while the unit was in use on a pt it shut down twice during transport. The unit was plugged into an electrical outlet and therapy was continued. No pt injury was reported.